Manufacturer narrative:
Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This may have caused the inlet tube of the reservoir to be kinked onto itself for a period of time, resulting in a separation. In addition, this positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter pump exhaust tubing at the tubing/strain relief junction. Separations of these types could allow the loss of fluid, making the device inoperable. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing leak (tear); device removed/replaced the lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.